Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a recorded glucose of 40 mg/dl, and corrected with oral glucose (orange juice); the user reported feeling unwell while driving home from training, crawling into the house, treating with juice, then losing consciousness until later in the day and subsequently disconnecting from the device. Symptoms included loss of consciousness, sweating, and weakness. Outcomes included non-serious impact with no external assistance and no medical intervention. Investigation included complaint intake, troubleshooting, and education with the user and coordination with the healthcare provider and trainer. Investigation of this case revealed an unclear cause of hypoglycemia. It was concluded that the event was related to low glucose of unclear cause and the ilet was discontinued for this user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.